Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional tests, including the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant flashing white light on the display and constantly beeping. The insulin pump was received with scratched case, pillowing keypad overlay, scratched keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of audio/beep anomaly. The customer's blood glucose level was 117 mg/dl at the time of the incident. The customer reported beeps without message on display. The customer stated that the pump was not suspended and no alarms were in the memory. The product was returned for analysis.